Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Difficulty was experienced during use of the peel away introducer. It was reported that when the radiologist tried to peel it, the small lugs on the introducer broke, resulting in the radiologist not being able to properly peel the introducer. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The actual device that is the subject of this report was received for examination. Inspection of the device showed the sheath completely peeled, and confirmed the yellow handle separated from the sheath. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, it is feasible to suggest the handle separated due to excessive pressure while encountering difficulty in peeling. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.